Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the suspect device. The fsr confirmed the reported issue and replaced the front panel display in order to resolve the customer's reported issue. The device was tested and returned to the customer operating to manufacturer specifications. The suspect front panel display was returned to vyaire's failure analysis laboratory for further testing. The front panel was powered on during testing and the customer's reported issue was confirmed and duplicated in the laboratory setting. Visual inspection found physical damage to the resistive touch screen and the red color tint/dim appearance is an indication of a failing backlight.

Event description:
The customer reported that the vela ventilator's screen went blank or dark while on a patient. The customer later reported that the screen does power up but has a red color to it and flashes on and off sometimes. The customer did not report any patient harm or injury.